Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following: it was reported by the customer that the infusion stopped due to an air-in-line alarm during a 24-hour rate test, and upon completion, that the expected volume should have read 4.8ml but instead read a volume of 5.8ml.

Manufacturer narrative:
The customer returned a tubing sample under associated pump complaint pr (B)(4) any findings will be reported under that record. The customer report of flow issue - accuracy could not be verified under this complaint record, and there is no investigation available. The root cause of this failure could not be identified without a failure investigation. A device history record review was not performed as the lot number is "unknown" for this complaint.